Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the power socket appeared to have been either repaired or forcibly pushed back into the housing, based on pictures attached to the complaint. During functional testing, the following issues were noted: the centrifuge stator arm failed to align with the mating feature on the top of the rotating seal. The arm was positioned too high, resulting in improper seating and contact with the lid upon closure. The most probable cause of the malfunction is user mishandling, leading to misalignment and physical damage by the end user.

Event description:
On the 15th february 2024 it was advised by a sales rep that an abs-10066, (angel concentrated platelet rich plasma (cprp) system EU) - serial# (B)(6) was having the following issues. Loan angel cprp machine swapped out with previous faulty angel machine (ref: abs-10066) at sjog subiaco hospital is not fit to function. Rear power socket is loose and centrifuge stator arm is unable to be lifted or lowered to correct position to be able to sit properly on top of separation chamber as it seems to be too large at the hinge site. There was a case and patient involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.